Manufacturer narrative:
Continuation of concomitant products: model: 305u23, tissue valve; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a warning for high impedance after the rv defibrillation coil impedance exceeded the programmed upper alert threshold. The lead remains in use. No patient complications have been reported as a result of this event.